Event description:
A malfunction alarm on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and the issue did not recur, allowing the customer to continue using the pump with instructions to call back if any malfunction recurred.